Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review found that all released product met release criteria. The reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the top left corner of the bag. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.